Event description:
We have been informed that during surgery the error nasp999 appeared several times. They pressed solve but it came up continuously. They tried another cartridge and had the same issue. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
In regard to this complaint one of the two affected eva cartridges, along with the tube set and the drainbag, was received for investigation. The disposables showed signs of use. After detailed visual examination, which showed no anomalies, the cartridge and tube sets were tested by immersion in water and pumping the air in them to detect leakages. The cartridge was not attached to the nexus to avoid potential damage if the leakage was to occur. The process was repeated twice without any leakage detected. Same approach was then done with the drainbag, also without leaks detected. Device history record review revealed no deviations, and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Based on the investigation performed, it was concluded that the reported cartridge leakage could not be attributed to the returned product. Photos of another (discarded) cartridge did show some cuts at the back of the cartridge, but without the product return their nature and cause cannot be confirmed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since no (manufacturer related) product failure could be confirmed, any remedial action/corrective action/preventive action/field safety corrective action (fsca) was deemed not necessary.the number of similar complaints was calculated taking into account number of complaints with failure modes as reported containing nx-pu-error-xxx and number of packs distributed within time period. Please note that not all complaints had reported prolonged surgeries. The complaint that is the subject of this report is included in the table above.

Event description:
We have been informed that during surgery the error nasp999 appeared several times. They pressed solve but it came up continuously. They tried another cartridge and had the same issue. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.